Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a system failure. There was no patient harm reported.

Manufacturer narrative:
Event site city: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a system failure. There was patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and confirmed device had a system shut off alarm 124. Noted this was due k7 possibly not opening. Replaced the drive manifold (0104-00-0031). Ran pump with no issues. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.